Manufacturer narrative:
Failure analysis is on going; additional info will be submitted once the results analysis is complete.

Event description:
The micro oscillating saw was sent in for service and it ran on its own without activation during performance testing. No adverse event was associated with the device.